Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2023. During examination of lead, it was noted that there was diaphragmatic stimulation and no capture threshold on the left ventricular (lv) lead. The lv lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition throughout.

Manufacturer narrative:
The reported events were muscle stimulation and failure to capture. As received, a partial lead was returned in two pieces. The reported event of failure to capture was not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. S-curve was measured to be within specification.